Manufacturer narrative:
Concomitant products: 50765-52 lead, implanted: (B)(6) 2002; 419378 lead, implanted: (B)(6) 2004.

Event description:
It was reported that there was noise on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.